Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at (B)(6)pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At (B)(6)pm, user requested an 11 unit bolus for 220 grams of carbohydrates without entering current bg. At (B)(6)pm, user requested a 9.75 unit bolus for 150 grams of carbohydrates and a bg of 85 mg/dl. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (47 mg/dl); cause was unknown. Customer addressed bg level with food and juice. Recommendation was made to discuss low bg with a health care professional.